Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced hyperglycemia and subsequently self-treated with an insulin injection (dose/type unspecified). There was no report of death or permanent impairment associated with this event. A lower adc device reading of 4.5 mmol/l was compared to a competitor brand meter reading of 20 mmol/l on day 1 of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.